Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became cracked. Customer stated that they are unsure as to how the reported issue occurred, but they keep the pump in the same pocket as their phone and that may have led to the screen becoming cracked. Reportedly, the pump is still functioning as intended. Customer's blood glucose level was not impacted. Customer will continued to use the pump for insulin therapy.